Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient saw representatives on and off for programming since implant, and adjustments were made stable so that the stimulation would not change if the patient sat or laid down. The stable stimulation was achieved about 6 months prior to the report at the last visit. It was reported that about a week prior to the report, the stimulation started increasing and decreasing, and the patient sometimes felt like the stimulation was off while in a position such as sitting. The stimulation was intermittent. It was indicated that no recent programming changes were made, and that the patient was still on the last program given by the representative. It was noted that the patient used adaptivestim and had increased and decreased parameters. The interventions of the reported issue and patient outcome remains unknown. However, follow-up was conducted to obtain the information. If additional information becomes available, a follow-up report will be sent.